Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2, reference MFR report: 3008829311-2016-00265. It was reported the patient ((B)(6)) underwent a trial drg procedure. During the procedure, one lead was placed, but them removed and another lead was placed. A cerebrospinal fluid (csf) leak was later suspected as five days after the trial procedure, the patient experienced a headache while standing, which subsided while laying down. The patient was instructed to lay down and drink coffee. The patient was later admitted to the hospital as the headache did not resolve and the lead was removed (exact date not provided to the manufacturer). The patient was later discharged and no further issue was reported.